Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: there was "foreign matter on the needle. The customer found a transparent foreign substance in the patient side needle of msn. This transparent foreign substance covered the entire needle.".

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by fourier transform infrared spectroscopy and the transparent lumps on the exterior of the IV needle is an excess lubrication. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause is that the IV lubrication was too viscous on application, leading to the ¿lumpy¿ coating observed on the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: there was "foreign matter on the needle. The customer found a transparent foreign substance in the patient side needle of msn. This transparent foreign substance covered the entire needle."